Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the cutting balloon ruptured upon first inflation at 8atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the cutting balloon ruptured upon first inflation at 8atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal to the proximal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified multiple kinks on the hypotube of the device. A visual and tactile examination identified a kink on the shaft polymer extrusion located approximately 50mm distal of the guidewire port of the device. No other issues were identified during the product analysis.